Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The following was reported: after temporarily fixing the plate with k wire, one cortical screw was inserted to the distal hole. After that, when the surgeon drilled to insert the locking screw to the anterior proximal screw hole, the drill has stopped working inside the drill sleeve. The drill did not be removed by any means. Finally, the surgeon removed the sleeve and drill together with the plate.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the drill and the drill sleeve were found to be stuck with each other and the whole assembly was found to be stuck with the plate. After dis-assembling, the drill sleeve showed normal signs of usage. Proximal opening of the sleeve appears degraded, most likely due to interaction with the drill. Minimal clearance and misalignment of the drill may have led to such a situation. A combination of friction and metal debris generated potentially clogged the assembly. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to misalignment during use. If any further information is provided, the complaint report will be updated.

Event description:
The following was reported: after temporarily fixing the plate with k wire, one cortical screw was inserted to the distal hole. After that, when the surgeon drilled to insert the locking screw to the anterior proximal screw hole, the drill has stopped working inside the drill sleeve. The drill did not be removed by any means. Finally, the surgeon removed the sleeve and drill together with the plate.